Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels (290 mg/dl). Reportedly, air bubbles were present throughout infusion set tubing. Air bubbles were successfully expelled during troubleshooting, and insulin delivery was resumed. Customer delivered a bolus to stabilize blood glucose levels. Customer was unable to provide infusion set MFR.